Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The soft cannula was in the deployed state when the device was received. The device data showed that the first priming sequence ended at 49 pulses and deactivation occurred at 706 pulses. The needle mechanism was reset and fired properly during the investigation. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would indicate a needle mechanism failure. Based on the investigation the device functioned as intended.